Manufacturer narrative:
A lens work order search was performed. No similar complaint type events found. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in the lens vial inside a pouch. Visual inspection found the haptic torn. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl13.2, -8.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was later explanted. Attempts at obtaining additional information have been unsuccessful.